Event description:
Event determined to be reportable based on analysis approved 1/14/2008: it was reported that during a drug-eluting stenting procedure, the catheter was unable to cross the lesion. The 95% stenosed a severely calcified de novo lesion was located in the 3.0mm diameter tortuous left anterior descending (lad) artery. Access was gained via the left femoral artery. It was noted that intra-vascular ultrasound (ivus) was used and the lesion was pre-dilated with an unspecified 12mm x 2.0mm balloon catheter. The taxus liberte 20mm x 3.0mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. It was noted that the procedure was discontinued at this time due to the unavailability of another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found proximal stent damage. Some of the stent struts were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guide wire was inserted through the lumen with no restrictions noted. A review of the device history record (DHR) confirms that the device met its material, assembly, and product specifications. The most probable root cause can be attributed to design due to a design limitation of the device.